Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service technician indicated that wear to the adhesive around the objective lens and a stain inside of the light guide lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction of wear on the adhesive was traced to component failure whereas the cause of the stain inside the lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.